Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump's menu button was not responsive and received an insulin flow block alert, and the pump frequently indicated that the battery and reservoirs were empty (even when they were completely full). Troubleshooting was performed, but the issue was not resolved. Customers reported that the pump indicated that the battery and reservoirs were empty when they were completely full. The customer was advised that the pump would be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for alleged unresponsive keypad, no delivery/occlusion alarm - unknown timing, low reservoir anomaly, and battery lasts less than expected found on 30-jan-2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. The pump failed the sleep current test. The auto light feature did not function properly during testing. Low reservoir feature was tested for its functionality using a reservoir of 27 u and passed, no low reservoir anomaly was detected. No battery alerts and alarms were noted during testing. No no delivery alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alarms were noted in the pump history files and traces. Pump alarmed three no delivery alarms on 01/28/2023 at 14:25:42.000, 01/29/2023 at 14:07:00.000, and 01/30/2023 at 12:31:39.000 during bolus. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, corroded battery tube, and corroded battery tube spring. Low reservoir anomaly was not confirmed during testing. High sleep current and battery lasts less than expected were confirmed during testing due to moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. No delivery/occlusion alarm - unknown timing was not confirmed during testing. Unresponsive keypad was not confirmed during testing. Moisture damage was confirmed found on the battery tube electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Auto light feature anomaly was confirmed during testing due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.